Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka) and the blood glucose (bg) values reached over 400 mg/dl. For treatment, the patient was given insulin, ondansetron for nausea and diagnostic tests were conducted. The patient had diarrhea and a low fever. The pod was worn longer than 48 hours on the arm. The ketones were moderate and the pod was discarded. The patient was discharged after 8 hours.